Event description:
It was reported in a service report that the plastic tabs on foot board modules snapped off. No adverse consequences were reported.

Manufacturer narrative:
Result: broken tabs on footboard modules.